Event description:
It was reported that a balloon rupture had occurred. A procedure was being performed on a 35% stenosed (after atherectomy), severely calcified and mildly tortuous lesion above the knee. The 6.0 mm x 80 mm, 135 cm ranger (dcb) balloon ruptured on the first inflation at five atmospheres. The procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is a combination product. Returned product consisted of a ranger drug coated balloon catheter with the batch number 22510092-076 on the hub. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole in the balloon 65mm from the tip. There was blood present in the guidewire lumen, inflation lumen and balloon. The balloon was loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirm a pinhole in the balloon that was likely created by the patients anatomy.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a balloon rupture had occurred. A procedure was being performed on a 35% stenosed (after atherectomy), severely calcified and mildly tortuous lesion above the knee. The 6.0 mm x 80 mm, 135 cm ranger (dcb) balloon ruptured on the first inflation at five atmospheres. The procedure was successfully completed with a different device without issue or patient injury.